Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 (patient). Corrected: b1, b2, d3, d6, h6 (device). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent a left knee revision of unknown manufacturer products due to failed left total knee arthroplasty with aseptic loosening femoral component. All components were revised with the exception of the unknown manufacturer patellar component. Depuy pfc sigma products along with depuy cement was used during the revision. There were no indicated intra-operative complications. On (B)(6) 2020, the patient underwent a left knee revision due to instability, effusion, pain, discomfort, femoral component migration and loosening at an unknown interface, tibial tray loosening at an unknown interface, and no ingrowth of the tibial or femoral sleeves. The unknown manufacturer patellar component was retained. All other components were revised. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address instability. Date of implantation: (B)(6) 2018. Date of revision: (B)(6) 2020 (left knee). Treatment: all components except patella were revised; patella retained this complaint is linked to (B)(4). (B)(4) was created in reference with (B)(4) to split the complaints for pcs with more than 10 ips as per policy